Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician found blood back flowing inside the sheath. A new device was used to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the physician found blood back flowing inside the sheath. A new device was used to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one cath-lab sheath and dilator for evaluation. Signs of use in the form of biological material were observed inside the dilator hub. Visual analysis did not reveal any defects or anomalies on the sheath. The hemostasis valve and sheath were leak tested according to three different parameters per (B)(4). 1)low pressure leak resistance test ((B)(4)): this states, "there shall be no leakage past the hemostasis valve when using a pressure of 20-21kpa (3psi)." The sheath was attached to the lab leak tester. With the distal end of the sheath occluded, the sheath was pressurized to 21kpa for 30 seconds. No leaks were observed, which indicates that the sheath valves are functioning as intended. 2) liquid leakage - hemostasis valve with dilator advanced: the parameters from the low-pressure leak resistance test were repeated with the returned dilator inserted through the sheath. The sheath was pressurized to 42 kpa for 30 sec and no leaks were observed from any portion of the device. 3)high pressure leak resistance test ((B)(4)): this states, "when tested in accordance with iso 11070: annex e, using a test pressure of 300-320kpa (43.5-46.4psi), there shall be no leakage sufficient for form a falling drop." The sheath was attached to the lab leak tester. With both the distal end of the sheath and the hemostasis valve occluded with a lab inventory obturator, the device was pressurized to 300kpa for 30sec. No leaks were detected from any portion of the psi, which indicates that the sheath assembly is intact. The returned device passed all three functional leak tests performed; therefore, the customer reported issue could not be reproduced during lab testing. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use arrow obturator, either included with this product or sold separately, as dummy catheter with hemostasis valve/side port assembly and sheath. This will ensure that leakage does not occur, and inner seal is protected from contamination". The report of a leaking cath-lab sheath could not be confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies with the sheath nor the valve. The returned cath-lab sheath was leak tested according to bs en iso 11070 with a lab inventory obturator occluding the valve, without an obturator occluding the valve, and with the returned dilator advanced through the sheath. No leaks were observed during any of the leak testing performed. Based on the customer report and functional testing of the device, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.